Manufacturer narrative:
Product event summary the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the left ventricular (lv) lead implant procedure, the physician believed the helix was unable to attach to the vein. The lv lead was removed and replaced with a different lead to complete the procedure. No patient complications have been reported as a result of this event.